Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/06/2017 with the following findings: a review of the black box showed evidence of a short battery life with drastic voltage drops leading to a call service 128 alarm. The battery compartment was cracked from the threads down to the case seal on the side. The returned battery cap was undamaged and was able to fit securely. The pump powered up correctly and the sleep current reading was above specifications. The short battery life complaint was duplicated. The pump cover was removed to find the sleep current had returned to specifications after the continuous glucose monitoring flex was unplugged from the printed circuit board. Moisture corrosion was found to the continuous glucose monitoring module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.